Manufacturer narrative:
Per the operative record dated (B)(6) 2013, the wide ladder plate was implanted with 11 screws, 10 of which were returned. Per the pre-operative notes (radiology report (B)(6) 2014) and the operative notes (operation record (B)(6) 2014) the ¿sternotomy defect appears healed, with good bony union¿ and ¿one small wire or screw inferiorly just to the left of the midline protrudes to within 0.5cm of the skin surface¿ and a revision surgery to remove the construct was performed. The screws were visually evaluated. The screws showed deformation of the locking threads consistent with use. The screws were dimensionally measured using an overlay; the screws were within specification for major diameter, minor diameter, thread pitch, and tip geometry of the bone thread. The locking threads could not be inspected due to the deformation from use. Based on a review of the operative images, CT scans, and operative notes, the most likely underlying causes of the complaint are that the screws were inserted at an angle to the plate, not fully seated, or not placed in adequate bone. The intraoperative images provided show one or more screws inserted at an angle or not fully seated. Based on anatomy, it is also unlikely that all screws were placed in bone, but rather placed into cartilage as evidenced by the post-operative CT scan showing the screw backed out. The complaint that a screw backed out of the plate was confirmed through the provided post-operative CT scan for one screw, however could not be confirmed for a second screw. Based on a review of the operative images, CT scans, and operative notes, the most likely underlying causes of the complaint are that the screws were inserted at an angle to the plate, not fully seated, or not placed in adequate bone. There is no indication that the plate contributed to the screw backing out or of manufacturing defects on the returned product. Report one of two for the same event, reference 1032347-2016-00233.

Event description:
During the investigation of the complaint associate with medwatch report 1032347-2014-00062, two additional revision surgeries were identified. The operative record dated (B)(6) 2013 reports a sternal cable (non-zimmer biomet device) pulled through just at the fracture site and the right lower sternum was fractured. The rest of the area was explored noting no other abnormalities. The sternum was reapproximated using three double wires and another 12-hole ladder plate was implanted using eleven 16mm screws and bone matrix protein was utilized in the fracture site to assist with wound healing. Based on the images provided the new ladder plate was implanted horizontally over the existing ladder plate that was implanted vertically on the body of the sternum. The operative record dated (B)(6) 2014 states the procedure was performed to remove hardware and repair an epigastric hernia. The report states the patient had developed extreme pain in the lower left sternal area. On a chest x-ray, he was noted to have a screw from the sternal appliance which had apparently backed up. There appeared to be a second one on the film as well. CT scan was obtained preoperatively which showed good healing of the sternum. It is stated one of the aberrant screws was noted from the left side of midline. This was affixed with the screwdriver, but it was already out of the appliance, and so no tension was required to remove the screw. While dissecting along the course of the appliance the surgeon notes he came across the second aberrantly moving screw. This was only about head length. This was located just to the right of midline. The remaining screws were removed from the appliance; these screws required loosening with the screwdriver to extract them. A total number of 10 screws were removed. The plate was held in position with wires. The wires were cut and also removed. The hernia was then approached; the defect measured 4 cm x 5 to 6 cm. A 10 x 15 cm oval-shaped mesh was inserted. Based on the operative records and images provided the original plates and screws implanted on (B)(6) 2012 remain implanted.